Event description:
It was reported that a spectrum iq infusion pump under infused heparin during therapy and the patient experienced hypoxia. No drips were observed falling into the drip chamber and the bag was noted to still be full during shift change (30 ml of heparin solution was expected to be present in the bag). Subsequently, the patient experienced hypoxia and was placed in a prone position and fio2 (fraction of inspired oxygen) and peep (positive-end-expiratory pressure) were increased. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5109134 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. This reported problem is potentially within scope of fa 2021-056: spectrum iq (v9) and v8 - device safety signal for non-delivery and undetected upstream occlusion. Should additional relevant information become available, a supplemental report will be submitted.